Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical records allege that a powerport m.r.I. Implantable venous access device was placed via the right subclavian vein due to insufficient venous access and a malfunctioning left subclavian port a cath. The procedure involved right subclavian venous access using the seldinger technique, creation of a subcutaneous chest wall pocket due to extensive scar tissue, tunneling of the catheter, and positioning of the catheter within the superior vena cava with satisfactory hemodynamics. Concurrently, the malfunctioning left chest port and attached catheter were surgically removed. Sometime thereafter, the patient developed sepsis secondary to methicillin resistant staphylococcus aureus (mrsa). Approximately one year later, the implanted port was surgically removed due to sepsis, with the port removed without difficulty, hemostasis achieved, and the incision closed in standard fashion. Therefore, it can be confirmed the malfunctions port. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, a patient underwent port placement via the left subclavian vein for an unknown medical condition. About sometime later, the port had allegedly malfunctioned. Subsequently, on (B)(6) 2016, the port was removed and a new port was implanted. There was no reported patient injury.